Event description:
It was observed during the device inspection, that the intubation fiberscope exhibited connecting tube has coating peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  New information added on fields: h3 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the coating on the insertion tube of the insertion section peeled off due to stress from repeated use, external factors, or handling of the device.olympus will continue to monitor field performance for this device.